Event description:
It was reported that following a car accident, the pt experienced a lack of effect and low impedances on electrode 4 and 7 (<70ohms). Add'l info received reported that stimulation coverage was restored.